Event description:
It was reported to philips healthcare that the heartstart mrx defibrillators' etco2 pump is constantly purging and will not read. There was no negative patient impact.

Manufacturer narrative:
(B)(4).